Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with a low heart rate and with symptoms of being weak, tired and having shortness of breath. There was loss of capture in the right ventricular lead as well as high impedance attributed to a lead fracture. When the physician opened the pocket, it was noted that the lead was bent completely at the suture sleeve. The lead was capped and replaced. No further patient complications have been reported as a result of this event.